Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the automatic clutch mechanism did not function as expected, and the codman perforator (ID 261221) failed to stop after penetrating the patient¿s skull. The surgeon did not apply excessive pressure near the point of perforation, and no serious injury resulted. The procedure was completed with a replacement product available. The perforator was used with a medtronic midas rex electric drill. The perforator clicked into place in the drill. The recommended spring tests were not performed between each burr hole. The angle of approach was maintained perpendicular, with no rocking motion, and constant downward pressure was applied.